Manufacturer narrative:
Evaluation of the returned packing coil lp revealed a functional device. The coil was able to be advanced from its returned position within the introducer sheath and through the introducer sheath without an issue. The reported complaint could not be confirmed. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the geniculate artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist was unable to advance a packing coil lp out from the starting position within the introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using new packing coil lps. There was no report of an adverse effect to the patient.